Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced due to normal battery depletion and there were no problems with the stimulator.

Event description:
It was reported that implantable neurostimulator (ins) was explanted due to its failure. No patient death was reported. The patient recovered without sequela. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator found there was no anomaly and battery depletion was considered normal. There was no telemetry and output.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1994, product type lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1994, product type extension; product ID 7434a, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.